Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screw that holds slap hammer to broach handle broke. The slap hammer tip screws into the broach handle. That screw broke while surgeon was trying to remove broach. No damages to patient. The case was delayed for about 10 minutes, the time it took to get another broach handle and slap hammer.

Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the threaded tip broke off. Previous investigations with this failure found it is suspected that using the instrument in a levering motion rather than relying on the upward force of the slap hammer may have contributed to the fracture. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.